Event description:
The customer reported that an 840 ventilator had an erratic screen. Covidien was not authorized to repair the unit. The customer will inspect the ventilator and contact covidien if further assistance is required. It is not verified that the vent was inoperable, and that a malfunction occurred.